Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Concomitant products: mentor memorygel breast implant 480cc, catalog# 3505480bc, serial# (B)(4). This report contains supplemental information for mentor psr reference number (B)(4). Mentor¿s psr exemption #e2007003. Manufacturer¿s reference number: (B)(4). On (B)(6) 2019 cdrh experienced an intermittent issue causing medwatch reports to remain stuck in ack 2. This report was affected by this issue and is now being resubmitted. The original submission was made within the 30 day reporting timeline.

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor memorygel breast implant 480cc and experienced a rupture on the right side post-operatively. As a result, the patient underwent removal and replacement with mentor memorygel breast implant 480cc, catalog# 3505480bc, serial# (B)(4) on (B)(6) 2019. This report contains supplemental information for mentor psr reference number (B)(4).